Event description:
It was reported that the user experienced recurrent low glucose events while using the ilet pump, particularly around mealtimes and during the night, and requested a therapy change; the user asked about possible pump adjustments, troubleshooting and education were provided, and the case was assigned for additional training with transfer to clinical support. Symptoms included hypoglycemia. Outcomes included the need for oral glucose treatment. Investigation included review of available reports and user interview, with escalation for additional training. Investigation of this case revealed that the cause of hypoglycemia remained unclear based on available information. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.